Event description:
On april 25, 2024, senseonics was made aware of an adverse event where the user experienced a hyperglycemia event that led to a hospital stay.

Manufacturer narrative:
Despite multiple attempts being made to the user to gather more information regarding the reported event, the user remained unresponsive. No further investigation is required.